Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they received a letter from their physician stating that there was "something wrong" with their implantable pulse generator (ipg). Follow up attempts were made to the patient's physician to obtain more information but were unsuccessful. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.